Manufacturer narrative:
Engineering analyzed the replaced axial brake assembly in our facility and found it met specifications. The problem could not be reproduced. Replaced axial brake is part# 5426356 rev4 and date code is (B)(6) 2016. According to gesys log from the site, exam termination was caused by axial control error due to overvoltage. Overvoltage error was resolved by axial brake replacement. No unfavorable trend has occurred with this part's field replacements. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
A pneumothorax resulted from complications incurred in a CT guided transthoracic needle biopsy. The CT system shut down for approximately 3 minutes and was then usable to complete the scan. It is unclear if the malfunction was a factor in physician performance or if it was a spontaneous injury. The patient remained at the hospital for approximately 4- 6 hours post procedure, and was monitored. No chest tube was needed. The patient was released after monitoring.